Event description:
It was reported a patient had deceased due to ventricular fibrillation (vf). Interrogation noted that the patient's implantable cardioverter defibrillator exhibited under sensing which caused some delay in high voltage therapy and inappropriate return to sinus. The implantable cardioverter defibrillator behaved as programmed. There were no allegation of malfunction from the physician.